Event description:
It was reported patient underwent an open reduction internal fixation clavicle procedure on (B)(6) 2014. During the procedure, the nuts would not create a cold weld in order to advance the pin. Another set of nuts were attempted without success. Subsequently, the lateral portion of the pin sheared off outside of the patient's wound when trying to cold weld possibly due to the nuts being cross-threaded. The pin was removed and a larger size shank was utilized to complete the procedure. A delay greater than 30 minutes occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device has been returned to biomet orthopedics however the evaluation is still in process. When the evaluation is complete, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation of the returned part found that it was broken with evidence of thread damage, therefore the complaint is considered valid. However, the event could not be verified due to damage on the returned part. This part is shipped with nuts assembled onto the pin and the surgical procedure specifies removal for pin placement and then to rethread to achieve cold weld. Evidence strongly supports that the part left biomet control in specification and surgical technique describes use of implant to achieve coldweld. The cross thread damage would not be entire length of thread if this occurred before removing the nuts during the procedure. Thus, it appears that the conditions of use caused or contributed to the device damage.